Event description:
It was reported that the patient had an emg on the day prior to report which was ¿brutal.¿ it was noted that the patient was bleeding all over the table. It was noted that the patient was supposed to meet manufacturing representative on the day prior to report but she could not charge her implantable neurostimulator (ins). It was noted that the patient had been having pain in her left leg and where the ins was implanted.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3998, lot# v436664, serial# implanted: 2010-(B)(6), product type lead ,product ID 3708240, serial# (B)(4). Implanted: 2010-(B)(6). Product type extension. (B)(4).